Event description:
During cannulation of the bile duct, the physician used a cook fusion omni-tome pre-loaded sphincterotome. Although upon initial cannulation, the sphincterotome appeared intact, during subsequent cannulation, a shred of plastic was visibly hanging off of the tip. The cannulation procedure completed with the existing sphincterotome. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation confirmed the report of catheter damage near the distal end of the device. It appears on the catheter side opposite to the cutting wire that there is material peeling from the device. The peeled material is located on the distal end of the device near the proximal insertion of the cutting wire. The peeled material is approximately 6 mm in length and the catheter material is darkened in color. No material appears to be missing from the device. A product discrepancy that could have contributed to this observation was not observed during our laboratory analysis. The damage observed on the catheter can occur if the elevator is open or down when advancing or retracting the sphincterotome. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter tip can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. Damage to the catheter tip can also occur if the precurved stylet is forcefully removed. If the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip, this could contribute to damage of the cannulating tip. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection to ensure device integrity. The visual inspection verifies the tip is round with no sharp edges and no splitting. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.